Event description:
It was reported that the patient was presented to the emergency room due to an inappropriate shock. The right ventricular (rv) lead had high lead impedance in the pace/sense portion of the lead with a confirmed fracture. The rv lead exhibited noise on the electrograms and had several short interval counts (sic). The rv lead was programmed off to an atrial only mode to prevent further shocks. The lead was revised in which it was extracted and a new lead was implanted. No further patient complications have been reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk ICD implanted: (B)(6) 2011. (B)(4).